Event description:
Legal papers state the plaintiff underwent a revision due to a painful cyst near the femoral component and an infection. Upon excision, the cyst was found to contain polyethylene debris from the knee replacement. The tibial insert component was replaced.